Event description:
It was reported when using the pyxis medstation es system, tower door encountered a failure and unable to open. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was functioning properly without any issues. The field service engineer arrived and found no issues; however, they applied conductive grease to all latches as a precautionary step. The system functioned as intended after the field service engineer troubleshot the device.